Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check electrode belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt alarms) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a broken white (drvn_gnd) wire in the trunk cable connector. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the open wire. The pt received a replacement electrode belt.